Event description:
Event description boston scientific, crm received information that this left ventricular (lv) pacing lead dislodged, and the patient exprerienced syncope. This lead was explanted and another lv lead was implanted without further complication.